Event description:
It was reported that during the implant, after positioning of the lead, the doctor could not fix the lead to the device using the wrench. The device was not used and a new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. It was also noted that the set screw was loose/detached.